Event description:
Olympus (osh) was informed the ¿distal end is damaged¿ on the asset/loaner resection sheath. The customer reported problem was found at an unspecified event but the customer reported no device fragments fell into the patient. There was no injury or harm (patient not under sedation) reported and no further information was provided to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center and the inspection confirmed the customer¿s reported problem, the black colored ceramic insulation at the distal tip of the device was partly broken off. The lot number on the device could not be recognized; therefore, remains unknown. No other defects were observed. Since the lot number is unknown, a review of the device history records, could not be performed. The legal manufacturer¿s (oste) investigation determined that there is no design, manufacturing, material or processing related cause for the reported event. However, based on the damage pattern, it is presumed that the damage to the insulation insert was induced thermally and/or mechanically; therefore, it is most likely attributable to wear and tear and/or improper handling by the customer (more specifically the device being subjected to mechanical overload, impact, accidental dropping, etc.). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be localized and removed using a suitable x-ray procedure or computed tomography. Olympus will continue to monitor complaints related to the device and reported phenomenon. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. To mitigate the risk of injury to the patient and device damage, the instruction for use provides the following: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g., cracks, fractures). Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. If the product is damaged or does not function properly, contact an olympus representative or an authorized service center.